Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 12526996) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included biliary colic, depression and anxiety. Concomitant products included bupropion hydrochloride (wellbutrin), ibuprofen and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2016, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal cramps") and abdominal pain lower ("abdominal cramps"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, migraine and headache outcome was unknown and the dyspareunia, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on (B)(6) 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : pain ,abnormal bleeding (vaginal, menorrhagia); dysmenorrhea; dyspareunia; fatigue, migraines/headaches; abdominal cramps were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.